Event description:
It was reported that the pt experienced elevated blood glucose levels and ketones.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.